Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the nurse performs catheter implantation in the patient's upper arm infusion port. After successful puncture, the guidewire is not feeding well, the puncture needle and guidewire are removed, and the guidewire is found to be broken from the middle portion (the outer wound spring wire is intact), and the microintubator is immediately replaced with a new one. No other information was provided.